Event description:
It was reported an access port was placed 5/97 for chemotherapy administration. Approx. Two months post placement, the pt experienced shortness of breath and had a reaction at the access site upon infusing. It was noted the catheter had severed and migrated. The detached catheter segment was retrieved utilizing a snare without incident. No further treatment was required and the pt's condition is good. The device has been received, evaluated and retained by this MFR. The engineering evaluation indicated the catheter had broken off at the end of the outlet tube and measured 39cm. The locking collar was in the locked position and had a section of catheter shaft underneath it. The attached catheter section was clamped off and infused. A leak was present from a small crack immediately being the break point of the shaft. F/u revealed the catheter may have been damaged during initial placement. It was also indicated this pt was extremely active. Co believes these factors may have contributed to this event. However, co is unable to determine the exact cause for this event.